Manufacturer narrative:
The reported complaint of "broken hose connections of the innercool stx system (sn: (B)(4))" was confirmed through visual inspection. The root cause for the observed issue could be due to normal wear and tear and/or could be due to user mishandling. During the visual inspection, it was observed that the upper water inlet ray was damaged/ broken, confirming the reported complaint. The damaged/broken water inlet ray was replaced to remedy the fault. The system failed the initial functional testing due to missing female and male quick disconnect coupling, which caused the system leakage. The root cause is most likely attributed to user mishandling. The missing parts were replaced to remedy the issue. Following the service, the innercool stx system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for innercool stx system with serial number (B)(4).

Event description:
As reported, broken hose connections were observed on the innercool stx system (sn: (B)(4)). It is unknown when the issue was observed. However, there is no report of patient consequences. During device evaluation on 4/15/2020, leakage was noted on the device due to missing female and male quick disconnect coupling. The observed issue affected the device's functionality.